Manufacturer narrative:
Reported event:  an event regarding  infection involving an unknown insert was reported. The event was not confirmed.    Method & results:  device evaluation and results: not performed as product was not returned.   Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information & sterile lot code information was not provided.  Conclusion:  all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   Catalog numbers and lot codes of other devices listed in this report: unknown size 29 patellar component lot unknown, 5520-b-600 triathlon prim tib baseplate - cemented lot d373eb, 5516f602 triathlon p/a ps beaded #6r lot h9b2y. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the poly exchange on (B)(6) 2021. It was reported that during a revision of the patient's right knee on (B)(6) 2021, surgeon reported that the patient had a poly exchange of a 6x9 ps insert for another 6x9ps insert due to suspected infection on (B)(6) 2021. Rep was not present for the procedure and confirmed that no further information will be released by the hospital or surgeon.